Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: evaluation revealed that the black box shows no evidence of short battery life however eaw 128-fe88 and eaw 128-fe89 alarms observed in bb on 7/12/2015. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. A battery compartment crack observed below grip pad. Current draws are within specifications . A "battery life" issue was not duplicated during investigation. Removed pump case. Evidence of moisture contamination inside pump on motor boost circuit.